Event description:
My son and me had a true matrix of glucose machine and it's so unreliable. Every time you do it, it says error error error or a very serious high number and if I use somebody else's that's not what's going on. So, it's unreliable. I can't get a new one because of medicaid so I'm stuck with a glucose meter that doesn't work and I can't do anything about it. This is dangerous for people living with diabetes. This is diabolical. This glucose test monitor is so unreliable. I think every person who has this should be getting a replacement. This can cost somebody someone's life. Diabetes.